Event description:
Biomedical has documented a number of incidents with the mde 300a monitor. Most common is the loss of data on the screen when unplugged the monitor for battery use from a CT table to the gurney. Mde believes static electricity is the cause of the problem. They suggested an internal modification to eliminate the problem. Mde modified one monitor and biomed modified the second monitor. Both monitors continue to have the loss of data problem. Mde has not offered any other solution to the problem.